Event description:
Reportable based on analysis completed on (B)(4)-2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure failure to cross the lesion occurred. The fibrotic target lesion was located in the left anterior descending artery. The 12 x 2.25mm taxus liberte drug eluting stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The entire stent was bunched and misaligned and the stent had also moved on the balloon. A visual and microscopic examination found that the entire length of the hypotube was also kinked. This type of damage is consistent with excessive force being applied to the delivery system. A break in the hypotube was also located 74.5 cm from the catheter strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).